Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during tubing fill on an insulin infusion set and pump setup, which was resolved only after changing to all new supplies and repeating setup; a dry run without insulin was successful, indicating a likely infusion set or disposable component issue rather than a pump malfunction. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no interruption to therapy after replacement of supplies and no need for medical intervention. Investigation included technical troubleshooting and user education conducted remotely, including removing all disposables, performing a dry run, and reinstalling new supplies. Investigation of this case revealed that the issue was consistent with an infusion pathway problem or occlusion associated with the prior disposable set, which did not recur after replacement. It was concluded that the event was attributable to disposable supply performance, with device function confirmed via successful dry run and normal operation after new supplies.